Event description:
Adolescent pt w/ left slipped capital femoral epiphysis (scfe) mild had percutaneous screw fixation. Patient did well post op and was back to playing sports. Patient had abdominal x-ray and noted to have a broken screw. Subsequent hip films confirmed broken screw and progression of scfe. Repeat surgery performed nine months after original implant with insertion of 2 new screws and removal of broken screw shaft while threaded portion left in place.manufacturer response (as per reporter) for 90mm long cannulated screw, 7.3mm screw.the manufacturer has recovered the fragment for examination.